Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. No additional reportable malfunctions were identified during the device evaluation. Since the reported failure was not confirmed a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device after connecting to the column, the video provides colored strips during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.